Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 04nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.the root cause for the reported issue that the lvp 8100 device was showing flow rate off was not determined because no product was returned; however it was reported that recalibration corrected the failure which is as expected by design.the reported issue that the lvp 8100 device was showing flow rate off could not be confirmed; no product was returned for investigation. Reportedly recalibration corrected the rate failure which is as expected by design.no further investigation of this issue is deemed necessary, and no patient impact was reported.the device is used for treatment purposes.

Event description:
It was reported that the lvp 8100 device was showing "flow rate off. Calibrated flow rate and unit passed p.m. Well." Although requested further information was not available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested further information was not available.

Event description:
It was reported that the lvp 8100 device was showing "flow rate off. Calibrated flow rate and unit passed p.m. Well." Although requested further information was not available.